Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 577 mg/dl. The customer was treated for high blood glucose with bolus with the pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 132 mg/dl. The customer stated that the drive support cap is flush. The customer doesn't recall pressing the cap while connected. The customer was advised the pump will need to be replaced and revert to backup plan.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was program with a bolus and basal and the insulin pump calculated daily totals properly. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.